Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, customer troubleshoot the suspect device by replacing a new main board but still cannot correct transducer fault. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr noticed customer had connected flow sensor tees into the main board backwards. Corrected tubing issue. Unit working properly. All tests passed required criteria and unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.